Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 tubes sst ii plh 16 x 100 8.5 blbl ce gld had gel smearing and poor barrier separation. The following information was provided by the initial reporter: "gel issue the tubes were collected as per recommendation. When the sst tubes were spun the collection staff noticed the gel did not give a good separation. No images available".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 tubes sst ii plh 16x100 8.5 blbl ce gld had gel smearing and poor barrier separation. The following information was provided by the initial reporter: "gel issue the tubes were collected as per recommendation. When the sst tubes were spun the collection staff noticed the gel did not give a good separation. No images available".